Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011 , inratio: 2.0, date: (B)(6) 2011, doctor's meter: 2.5, inraio: 2.1. Tests were done within 5 - 10 minutes of each other. Pt stated that his eyes are bloodshot. He is concerned because he had a stroke six weeks ago ((B)(6) 2011). Pt's therapeutic range is: 2.5 - 3.5. Pt is on coumadin.